Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient underwent successful mechanical thrombectomy of the right m1 middle cerebral artery (mca) occlusion with the subject retrieval device. Complete revascularization of the right mca was achieved with a thrombolysis in cerebral infarction (tici) score of 3. However, 2 hours post procedure, a symptomatic intracerebral hemorrhage (ich) occurred at the treatment area. Nicardipine was administered and the patient was reportedly "relieved". The physician stated that the reported ich was not related to the subject retrieval device due to the ich occurred at the embolus area.

Event description:
The patient underwent successful mechanical thrombectomy of the right m1 middle cerebral artery (mca) occlusion with the subject retrieval device. Complete revascularization of the right mca was achieved with a thrombolysis in cerebral infarction (tici) score of 3. However, 2 hours post procedure, a symptomatic intracerebral hemorrhage (ich) occurred at the treatment area. Nicardipine was administered and the patient was reportedly ¿relieved¿. The physician stated that the reported ich was not related to the subject retrieval device due to the ich occurred at the embolus area.

Manufacturer narrative:
The device is not available to the manufacturer.